Event description:
It was reported that, "dr. (B)(6) implanted 2 joints - both allegedly stryker. Early 2009 - (B)(4) knee- revised in (B)(6) 2010 per (B)(4)), and a right hip implanted in (B)(6) 2011 (per (B)(4))." Additional information provided by the pt during phone conversation indicated that the pt is experiencing knee pain after his (B)(6) 2010 knee revision.

Manufacturer narrative:
The following other knee implants were also listed in this report: no 5. Triathlon ts plus tibial insert x3 poly 13mm, cat# 5537-g-513, lot# mjkrwn. Triathlon asymmetric x3 patella, cat# 5551-g-299, lot# f010. Triathlon stem extender 25mm, cat# 5571-s-025, lot# n4c29d. Tri press-fit stem 21mm x 100mm, cat# 5565-s-021, lot# m1v67a. It cannot be determined which, if any of these devices may have caused or contributed to the patients pain. An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.